Manufacturer narrative:
Updated data: h6 image review: media files were provided for review of the event. Patient¿s executive summary was not provided for anatomical review. However, it is known that there was severely asymmetrical calcification in the native valve and a pre balloon aortic valvuloplasty was performed. Fluoroscopic valve load inspection was performed and confirmed a good load. It was reported that multiple recaptures were required to position the valve, and after the third deployment attempt the valve did not ¿unfold¿. The media files show that the valve appeared to be under expanded during the deployment attempt. Per medtronic best practices, if a valve is under-expanded: remove system, perform pre-dilatation, and implant new valve with new delivery system. It was reported that a fourth recapture was performed, and subsequent deployment attempt resulted in the same outcome. As stated in the instructions for use (IFU), deployment of the bioprosthesis can be attempted 3 times. If the bioprosthesis is recaptured a third time, it must be removed from the patient. There is evidence that a new valve was prepped confirmed by a good load. Another pre implant dilatation was performed. The deployment attempt of the new valve which subsequently resulted in under expansion. It was reported that the under expanded valve was not release and a non-medtronic valve was implanted instead. Conclusion: no changes to the investigation results medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Conclusion: the device history record was reviewed and showed this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. The valve was discarded; therefore, it was not returned to medtronic for analysis. No images of the implantation procedure were available for medtronic to review. No post-balloon dilatation was performed in this case, but per the device instructions for use (IFU), in the event that valve function or sealing is impaired due to excessive calcification or incomplete expansion, a post-implant balloon dilation of the bioprosthesis may improve valve function and sealing. To ensure patient safety, valve size and patient anatomy must be considered when selecting the size of the balloon used for dilation. The balloon size chosen for dilatation should not exceed the diameter of the native aortic annulus. Refer to the specific balloon catheter manufacturer's labeling for proper instruction on the use of balloon catheter devices. In this case, the patient¿s calcified most likely contributed to the event. There is no information to suggest a device quality deficiency that may have caused or contributed to this event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the valve unfolding means that the valve did not completely expand.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve (B)(6)  into a patient with severely asymmetrical calcification, the native valve was successfully pre dilated using a 24 mm non-medtronic vacs iii balloon. The balloon was completely inflated. During the first positioning attempt, the valve was too high, therefore was recapture. During the second attempt, the valve was also too high and was recaptured. During the third attempt, the valve was not "unfolded". The valve was recaptured and attempted again, however the same issue was reported. The system was withdrawn and replaced. A second pre balloon dilatation was performed. The fluoroscopic load check of the replacement system was successful. The replacement valve (B)(6) was not able to "unfold" either. The physician withdrew the system. The system was replaced with a non-medtronic edwards sapien valve. No adverse e patient effects were reported.

Manufacturer narrative:
Continuation of d10:  product ID d-evolutfx-34 (lot: 0012286105); product type: delivery catheter system (dcs)  product ID d-evolutfx-34 (lot: 0012245468); delivery catheter system (dcs)  product ID evolutfx-34 (B)(6) ; product type: 0195-heart valves; medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.